Event description:
It was reported that while using bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " it was reported that possible contamination."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-08-01. H6: investigation summary material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 1078377 was satisfactory per internal procedures. Formulation, filling, and packaging processes were within specifications. In process checks were performed at the designated intervals. Those checks confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and no other complaints have been taken on this batch for contamination. Retention samples from batch 1078377 (100 tubes) were available for inspection. No tube defects were observed in 100/100 retention samples. For investigation, ten uninoculated retention tubes were incubated for seven days. Five tubes were place in the 33-37degree celsius incubator, and five tubes were placed in the 20¿25-degree celsius incubator. No microbial growth or turbidity of the media was seen in 10/10 incubated retention tubes at seven days incubation, and under uv light the incubated tubes did not show any increased fluorescence to indicate microbial growth. No photos were received, however, returned were received to assist with the investigation. Eights tubes from batch 1078377 were received with a tube holder inside of a small shipping box with tissue paper. The shipping box was damaged at the bottom the tubes were in good condition with no observable evidence of contamination in 8/8 return tubes. For investigation eight uninoculated return tubes were incubated for seven days. Four tubes were placed in the 33¿37-degree celsius incubator, and four tubes were placed in the 20¿25-degree celsius incubator. No microbial growth or turbidity of the media was seen in 8/8 incubated return tubes at seven days incubation, and under uv light the incubated tubes did not show any increased fluorescence to indicate microbial growth. The complaint cannot be confirmed. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "it was reported that possible contamination."